Event description:
The customer contact reported that during testing at the user facility, the device did not alarm when a distal occlusion was present. The device was returned to the biomedical department for an unspecified reason. No tracking information was provided therefore, specific pt information, device programming or, event details were not available. There were no reports of any adverse pt events or delays in critical therapy while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report is being made as part of a retrospective review. No further testing or investigation will be performed. This report represents all the information known by the reporter upon query by hospira personnel.